Event description:
While troubleshooting an unrelated issue, a field service engineer (fse) discovered that the rbc (red blood cell) and wbc (white blood cell) preamplifier board had corroded pins, which was causing aperture errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the preamplifier board to resolve the aperture errors. The repairs were verified per established service procedures. (B)(4).